Event description:
It was reported that balloon rupture occurred. A 2.00mm x 12mm emerge balloon catheter was advanced for dilatation. However, the lesion site was reached with difficulty delivering the device and when the balloon was initially inflated, it ruptured. The procedure was completed with another of the same device. There were no patient complications nor injuries reported.